Event description:
It was reported that impedances, when measured through the device, for the hvb and scv coils were high at greater than 200 ohms. The device was explanted. No patient complications have been reported as a result of this event.